Event description:
After treatment in the glabella for an acne scar with juvederm ultra plus, the patient developed an additional scar at the injection site. Four to five hours after treatment, the patient started bleeding at the injection site. Two days after treatment the site scabbed and the patient picked the scabs off which created an indention. The physician saw the patient four days later and prescribed azelex to hasten the resolution of symptoms. The patient has a history of cold sores and received botox cosmetic a few weeks prior to the juvederm injection.

Manufacturer narrative:
(B) (4). Batch number hv30519482 was released by qc according to defined specifications. The documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. The exact cause is then impossible to determine.